Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I have chronic pain all over my body') in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("I also have migraines"), premature menopause ("menopause early"), abdominal pain upper ("stomach pain"), arthralgia ("knee pain/joint pain"), pain in extremity ("left leg pain"), hypoaesthesia ("both arms and hands numbness"), paraesthesia ("both arms and hands tingling"), musculoskeletal pain ("shoulder pain"), neck pain ("back of neck pain"), back pain ("mid to lower back pain"), fibromyalgia ("fibromyalgia"), headache ("headaches") and peripheral swelling ("swelling of feet"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, migraine, premature menopause, abdominal pain upper, arthralgia, pain in extremity, hypoaesthesia, paraesthesia, musculoskeletal pain, neck pain, back pain, fibromyalgia, headache and peripheral swelling outcome was unknown. The reporter considered abdominal pain upper, arthralgia, back pain, fibromyalgia, headache, hypoaesthesia, migraine, musculoskeletal pain, neck pain, pain in extremity, paraesthesia, pelvic pain, peripheral swelling and premature menopause to be related to essure. Concerning the injuries reported in this case the following were reported via social media- medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: fu 5 and 6 were processed together. Social media received: previously reported event ¿medical device removal¿ replace with new event. New events were added: stomach pain, knee pain/joint pain, left leg pain, both arms and hands numbness, both arms and hands tingling, shoulder pain, back of neck pain, mid to lower back pain, fibromyalgia, headaches, swelling of feet and reporter information were updated. On 23-mar-2020: fu 5 and 6 were processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('scheduled for a hysterectomy.') In a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced migraine ("I also have migraines"), pain ("I have chronic pain all over my body") and premature menopause ("menopause early"). The patient was treated with surgery (she had essure removed.). Essure was removed. At the time of the report, the medical device removal, migraine, pain and premature menopause outcome was unknown. The reporter considered medical device removal, migraine, pain and premature menopause to be related to essure. Concerning the injuries reported in this case the following were reported via social media- medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-apr-2020: quality safety evaluation of ptc. On 23-mar-2020: social media received: new events were added: I also have migraines, I have chronic pain all over my body, menopause early and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('scheduled for a hysterectomy.') In a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had essure removed.). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case the following were reported via social media- medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.